Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12248978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, premature delivery, gestational diabetes and miscarriage. Concomitant products included vitamins. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), polymenorrhagia ("menorrhagia (frequent and heavy)/bad periods"), allergy to metals ("nickel allergy") and perineal pain ("perineal pain"). In 2005, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue,"), weight increased ("weight gain") and alopecia ("hair loss coming out in clumps"). In 2014, the patient experienced vulva cyst ("rashes or skin conditions type:cyst vulva"). On an unknown date, the patient experienced loss of libido ("loss of libido"), abdominal pain lower ("cramping/lower abdominal pain"), muscle spasms ("muscle spasms"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues") and headache ("headaches,"). The patient was treated with surgery ((B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, anxiety, depression and fatigue was resolving, the loss of libido, muscle spasms, abdominal distension, gastrointestinal disorder, headache, weight increased, alopecia and perineal pain outcome was unknown, the vaginal haemorrhage, polymenorrhagia and vulva cyst had resolved and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, fatigue, gastrointestinal disorder, headache, loss of libido, mood swings, muscle spasms, pelvic pain, perineal pain, polymenorrhagia, vaginal haemorrhage, vulva cyst and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12248978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, premature delivery, gestational diabetes and miscarriage. Concomitant products included vitamins. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia (frequent and heavy)/bad periods"), allergy to metals ("nickel allergy") and perineal pain ("perineal pain"). In 2005, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue,"), weight increased ("weight gain") and alopecia ("hair loss coming out in clumps"). In 2014, the patient experienced vulva cyst ("rashes or skin conditions type:cyst vulva"). On an unknown date, the patient experienced loss of libido ("loss of libido"), abdominal pain lower ("cramping/lower abdominal pain"), muscle spasms ("muscle spasms"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues") and headache ("headaches,"). The patient was treated with surgery ((B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, anxiety, depression and fatigue was resolving, the loss of libido, muscle spasms, abdominal distension, gastrointestinal disorder, headache, weight increased, alopecia and perineal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and vulva cyst had resolved and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, fatigue, gastrointestinal disorder, headache, loss of libido, menorrhagia, mood swings, muscle spasms, pelvic pain, perineal pain, vaginal haemorrhage, vulva cyst and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New reporters and reporter information added. Historical conditions and concomitant drug added. Plaintiff demography added. Updated suspect drug indication and lot no. Added. Events vaginal bleeding , menorrhagia (frequent and heavy), depression, cyst vulva, nickel allergy, fatigue, weight gain, hair loss and perineal pain added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12248978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, premature delivery, gestational diabetes and miscarriage. Concurrent conditions included obesity. Concomitant products included vitamins nos. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), polymenorrhagia ("menorrhagia (frequent and heavy)/bad periods"), allergy to metals ("nickel allergy") and perineal pain ("perineal pain"). In 2005, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue,") and alopecia ("hair loss coming out in clumps") and was found to have weight increased ("weight gain"). In 2014, the patient experienced vulva cyst ("rashes or skin conditions type:cyst vulva"). On an unknown date, the patient experienced loss of libido ("loss of libido"), abdominal pain lower ("cramping/lower abdominal pain"), muscle spasms ("muscle spasms"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), headache ("headaches,"), arthralgia ("joint pain"), dysphagia ("trouble swallowing"), palpitations ("heart palpitaions"), pain in extremity ("leg pain/arm pain"), back pain ("back pain"), abdominal pain upper ("stomach pain") and biliary colic ("gallbladder pain"). The patient was treated with surgery (B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, anxiety, depression and fatigue was resolving, the loss of libido, muscle spasms, abdominal distension, gastrointestinal disorder, headache, weight increased, alopecia, perineal pain, dysphagia, palpitations, pain in extremity, back pain, abdominal pain upper and biliary colic outcome was unknown, the vaginal haemorrhage, polymenorrhagia, vulva cyst and arthralgia had resolved and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, biliary colic, depression, dysphagia, fatigue, gastrointestinal disorder, headache, loss of libido, mood swings, muscle spasms, pain in extremity, palpitations, pelvic pain, perineal pain, polymenorrhagia, vaginal haemorrhage, vulva cyst and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery current weight 192 lbs. Approximate weight at the time of essure placement 167 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: arthralgia, dysphagia, palpitations, pain in extremity, back pain, abdominal pain upper and biliary colic. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu(4) and fu(5) processed together. Social media received. Events added: joint pain, trouble swallowing, heart palpitations, leg pain/arm pain, back pain, stomach pain and gallbladder pain. On (B)(6) 2019: fu(4) and fu(5) processed together. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), abdominal pain lower ("cramping"), muscle spasms ("muscle spasms"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), headache ("headaches,"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido, abdominal pain lower, muscle spasms, abdominal distension, gastrointestinal disorder, headache, mood swings and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, gastrointestinal disorder, headache, loss of libido, mood swings, muscle spasms and pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.